Event description:
The customer's reported via phone call that they had to visit emergency room and they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer's blood glucose level was over 500 mg/dl at the time of event. Customer was treated with intravenous insulin drip. Customer also stated that the infusion set had bent cannula. Customer declined troubleshooting. It was unknown whether the auto mode feature was activate at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.